Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display during an insulin set change attempt during the rewind process. The blood glucose reading was 7.5 mmol/l. The caller stated that no physical damage to the insulin pump was observed. The caller reported that she experienced the blank display when she changes the reservoir and goes through the fill tubing process. Upon troubleshooting, the insulin pump did not alarm or have a blank display. She was advised that a replacement battery cap would be sent. Nothing further reported.